Manufacturer narrative:
Additional info: catalog#: balloon 72400024, pump 72400098. Serial #: balloon (B)(4), pump (B)(4). Should additional information become available regarding this event, it will be reevaluated and a follow-up report will be sent.

Event description:
On (B)(6) 1998, the pt had an aus device implanted. On (B)(6) 2011, it was reported that the aus device was removed in (B)(6) 2010 due to "infection/gangrene." Ams has made attempts to obtain additional information, no further details have been provided to date.